Event description:
While servicing a coulter lh 500 hematology analyzer, a beckman coulter field service engineer (fse) identified the analyzer was generating pc2 (partial clog 2) errors and the diff psi (pounds per square inch) was too high. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the lower sheath restrictor to bring the diff (differential) psi (pounds per square inch) closer to nominal value (0.5). The fse also evaluated the diff reagent volumes via vial volume check and corrected for too much e-lyse being delivered to the mixing chamber and using raw data diff count ratios, established best s-lyse volume. (B)(4).